Manufacturer narrative:
Mesh that had been previously recalled was inadvertently implanted. After confirming the mesh was from a lot that had been recalled, the patient elected to have the mesh explanted. There is no report of device malfunction associated with this event. Our investigation determined that the user facility was notified of the recall, and on 1/17/2007 acknowledged the recall.

Event description:
An inquiry was received from the hospital in 2007 asking if the reported catalog and lot numbers were part of the recall and they advised that product may have been implanted in a patient. Documentation of this facility's reported recalled lot numbers was forwarded to them. Two weeks later, information was received from the hospital reporting that the patient had elected to have the mesh explanted and replaced with another mesh. This is now a complaint and MDR reportable.